Event description:
The report received from the affiliate indicated that during a pta procedure physician tried to use some of our sv5 and every time he inserted an sv5 in the introducer (cordis avanti) and during withdrawal when he pulled it out, he saw that the tip was totally destroyed. The extremity of the wire was tapered (the external part of the wire was separated from the core, the distal tip). The type c lesion was 3mm in length with mild calcification and no vessel tortuousity. The products appeared perfect before the procedure. The products were prepped per IFU and no anomalies were noted during prepping. The wires were removed from the dispenser by the distal floppy end but were not re-shaped by the user. The target lesion was a lesion in the sfa with 65% stenosis. "Drilling" or "jack-hammer" technique was not used to recanalize the vessel. The wire tips were not visible on fluoro throughout the procedure. There was no difficulty tracking the wires through the vessel or lesion and the doctor was surprised when he pulled out the wires. The wires behaved "normally" and the torque response was good. There was resistance/friction between the wires and other devices during insertion or during withdrawal into another device. The wires did not kink while being used and were not advanced through the struts of an existing stent. The wire tips did not repeatedly prolapse during placement or remain in a prolapsed position during treatment of the lesion. The wire tips were advanced into the distal vasculature only until the popliteal artery. The wires also did become fixed or caught at any time prior to the event and were not torques against resistance.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of five devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2011-00122, 1016427-2011-00123, 1016427-2011-00124, 1016427-2011-00125 and 1016427-2011-00126.

Manufacturer narrative:
Concomitant devices continued: sheath: cordis avanti; other wires: sv5, 503-558, 70611554, 2 each, 2 each; sv5, 503-558, 70211743, 1 each, 1 each; sv5, 503-558, 70611554, 1 each, 1 each; sv5, 503-558, 70211743, 1 each, 1 each. This device was discarded and is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. This is one of five devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2011-00122, 1016427-2011-00123, 1016427-2011-00124, 1016427-2011-00125 and 1016427-2011-00126.

Manufacturer narrative:
This device was previously reported under report number 1016427-2011-00126 but no further reports will be forthcoming under this initial number. All additional information received will be submitted under report number 1016427-2012-00006.